Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. Concomitant medical products: item number: 139256, item name: m2a-magnum taper, lot #: 327150; item number: 157850, item name: m2a-magnum cup, lot #: 481300; item number: 157444, item name: m2a-magnum head, lot #: 742780. Multiple MDR reports were filed for this event, please see associated report: 0001825034 - 2018 - 04880. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a total hip revision the taper adaptor and stem would not disengage. During attempts to remove the taper adaptor from the stem the patient's bone fractured. Attempts have been made and no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI# (B)(4). Reported event was confirmed through revision operative notes received. At the time of the revision arthroplasty, the acetabular component was noted to be loose. The cold weld on the femoral head of the large bearing metal-metal could not be disengaged. With the extraction force greater than the patient's proximal osteoporotic bone, the stem extracted without separating the morse taper. This resulted in trochanteric and lesser trochanteric fractures and removal of posteromedial calcar bone with the stem. Review of the device history record identified no deviations or anomalies would contribute to reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.